Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device expulsion ("malposition of essure device location of device: possibly located in the myometrium"), uterine infection ("infection (bladder/ urinary tract/vaginal) type: infection on 70% uterus") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 26-year-old female patient who had essure (batch no. 54658a-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos from 1-may-2006 to 7-may-2006 and mirena iud. Concurrent conditions included obesity, anxiety since 2003 and depressive disorder since 2003. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 16 days after insertion of essure, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids") and endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On (B)(6) 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2008, the patient experienced alopecia ("hair loss") and headache ("migraines / headaches"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), migraine ("migraine headaches"), vaginal cyst ("vaginal cysts"), fallopian tube cyst ("fallopian cysts"), abdominal pain lower ("lower abdomen pain"), uterine pain ("uterine pain") and uterine disorder ("uterus looked bad"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, abdominal pain lower and uterine pain was resolving, the device expulsion, uterine infection, genital haemorrhage, vaginal haemorrhage, headache, uterine leiomyoma, vaginal cyst, fallopian tube cyst, endometriosis and uterine disorder outcome was unknown and the dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine disorder, uterine infection, uterine leiomyoma, uterine pain, vaginal cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. On or about august 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Mild position uterus seven coils on the right and two coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on 9-may-2008: fallopian tubes were bilaterally occluded; on 13-may-2008: bilateral occlusion it was reported that patient donot have anymore kids due to medical problems anyway. It was reported that patient's uterus looked bad. Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is invalid) on 22-aug-2018: during routine quality monitoring activity the event uterine infection was considered an incident event and listedness and company causality was amended. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device expulsion ("malposition of essure device location of device: possibly located in the myometrium"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine infection ("infection (bladder/ urinary tract/vaginal) type: infection on 70% uterus") in a 26-year-old female patient who had essure (batch no. 54658a) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and depressive disorder. Previously administered products included for an unreported indication: iud nos from (B)(6) 2006 to 7-(B)(6) 2006 and mirena iud. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 16 days after insertion of essure, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids") and endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On (B)(6) 2008, the patient experienced vaginal discharge ("irregular vaginal discharge") and uterine infection (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced alopecia ("hair loss") and headache ("migraines / headaches"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), migraine ("migraine headaches"), vaginal cyst ("vaginal cysts"), fallopian tube cyst ("fallopian cysts"), abdominal pain lower ("lower abdomen pain") and uterine pain ("uterine pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, abdominal pain lower and uterine pain was resolving, the device expulsion, genital haemorrhage, vaginal haemorrhage, uterine infection, headache, uterine leiomyoma, vaginal cyst, fallopian tube cyst and endometriosis outcome was unknown and the dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine infection, uterine leiomyoma, uterine pain, vaginal cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. On or about (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Mild position uterus seven coils on the right and two coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally occluded; on (B)(6) 2008: bilateral occlusion . Most recent follow-up information incorporated above includes: on 3-mar-2018: plaintiff fact sheet & medical record received. Events abnormal bleeding, vaginal bleeding, infection uterine, migration in mayometrium, dyspareunia, uterine fibroids, vaginal cyst , pelvic pain, endometriosis, uterien pain & lower abdominal pain were added. Lot number added. Lab data updated. Concomitant, historical conditions & drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device expulsion ("malposition of essure device location of device: possibly located in the myometrium"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine infection ("infection (bladder/ urinary tract/vaginal) type: infection on 70% uterus") in a 26-year-old female patient who had essure (batch no. 54658a) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and depressive disorder. Previously administered products included for an unreported indication: iud nos from (B)(6) 2006 and mirena iud. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 16 days after insertion of essure, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids") and endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On (B)(6) 2008, the patient experienced vaginal discharge ("irregular vaginal discharge") and uterine infection (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced alopecia ("hair loss") and headache ("migraines / headaches"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), migraine ("migraine headaches"), vaginal cyst ("vaginal cysts"), fallopian tube cyst ("fallopian cysts"), abdominal pain lower ("lower abdomen pain"), uterine pain ("uterine pain") and uterine disorder ("uterus looked bad"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, abdominal pain lower and uterine pain was resolving, the device expulsion, genital haemorrhage, vaginal haemorrhage, uterine infection, headache, uterine leiomyoma, vaginal cyst, fallopian tube cyst, endometriosis and uterine disorder outcome was unknown and the dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine disorder, uterine infection, uterine leiomyoma, uterine pain, vaginal cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. On or about (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Mild position uterus seven coils on the right and two coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally occluded; on (B)(6) 2008: bilateral occlusion. It was reported that patient does not have anymore kids due to medical problems anyway. It was reported that patient's uterus looked bad. Most recent follow-up information incorporated above includes: on 25-may-2018: social media case. Reporter was added. Patient's unstructured relevant tests was added. Uterus looked bad was added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy ). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. On or about (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.